Event description:
On 15-jan-2026, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure due to a meniscus deficiency. The date of the procedure was on (B)(6) 2025. The healthcare professional (hcp) reported that soft tissue fixation was not achieved successfully due to loosening of a biocomposite swivelock suture anchor. The hcp indicated that it is unknown whether the complications were related to the arthrex device. The hcp also reported that revision surgery was performed to treat the failure of soft tissue fixation; however, the date of the revision procedure was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.